Event description:
It was reported that the right ventricular lead "failed." It was further reported that the lead was oversensing, fracture, high impedance and delivered inappropriate therapy. It was removed and replaced. Additional information received indicated that the patient died postoperative lead replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation and outer tuing overlay were breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. This event is one of two events related to the death of this patient. Report numbers: 264962000-2011-07337, 2647346000-2011-00610, 2649622000-2011-07338.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. This event is one of two events related to the death of this patient. Report numbers: 264962000-2011-07337, 2647346000-2011-00610, 2649622000-2011-07338.